Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap locks properly into the reservoir compartment. Missing battery cap contact was noted during test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, damaged serial number label, cracked battery tube threads, cracked keypad overlay, keypad overlay texture damage, missing display window cover, keypad overlay peeling, corroded battery tube. Cosmetic damage was confirmed at back of the pump. Missing battery cap contact was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The pump had a clear retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the device; mmt-1885 was requested, and the customer's response was that the device was returned.